Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they experienced high blood glucose. The customer¿s blood glucose level was 406 mg/dl at the time of the incident and other blood glucose level was 300 mg/dl and 400 mg/dl. The customer stated that they received motor error alarm and no delivery alarm. The customer stated that the drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting was declined for high blood glucose and no delivery alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify no excessive no delivery alarm due to motor error alarms.